Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal dilaudid 3mg/ml and clonidine 50mcg/ml at a rate of 0.5mg/day via an implantable infusion pump. Indication for use was non-malignant pain and joint pain/arthritis. During pump replacement on (B)(6) 2015 for nearing end of life, the hcp was unable to aspirate the catheter. The patient had no issues prior to the surgery and there were no symptoms. It was not indicated that the catheter was revised or replaced. The patient was contacted post pump replacement and the patient was doing well with no issues or concerns. Additional information has been requested but was not available at the time of this report.